Manufacturer narrative:
This report is submitted on january 12, 2018. (B)(4).

Event description:
It was reported that the patient developed an infection around the implant site. Subsequently the wound site was drained and treated. Following treatment, the patient's symptoms had reportedly resolved.